Event description:
The customer alleged that there was a failure of the monitor to alarm for leads off. The pt died.

Manufacturer narrative:
(B)(4). The customer alleged that there was a failure of the monitor to alarm for leads off. The pt died. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.